Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 1.3, lab: 2.8. No therapeutic range provided. Pt does not want to troubleshoot with technical service rep; asked tech service to troubleshoot with doctor. Doctor was called and a message left. Dr. (B)(6) called. Technical service discussed potential patient-specific interferences with inratio meter. Dr. (B)(6) says pt self tester has been out of the hospital since (B)(6) 2011. Pt is taking coumadin.

Manufacturer narrative:
Investigation pending.